Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively during a sleeve gastrectomy, the unit's reload was misfired. The surgeon was not able to squeeze the handle. The reload was locked. There was no poor staple formation. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, the unit's reload was misfired. There was no patient injury reported.